Manufacturer narrative:
Updated blocks: d10 and h6. The reported complaint was confirmed. The field service representative (fsr) verified that the cardioplegia (cpg) pump did not run in reverse. He replaced the membrane on the roller pump head. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the membrane to function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per fsr, the user facility was unaware of the reported complaint as they have not needed to run the pump in reverse. He moved it from the cardioplegia position to be used in the vent position where there would be no need to run it in reverse. He was unable to complete the pump jam test because of the reported complaint.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the pump would not run in reverse. There was no patient involvement.